Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The advocate reported that he performed a blood glucose testing with his contour plus meter and obtained a reading of 30 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips from lot # 0dqhd04b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
During the follow-up testing, the in-house contour plus meter was tested with the in-house contour plus test strips from lot #0dqhc71f using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory.